Event description:
It was reported that stent damage occurred. Vascular access was obtained via right artery. The 88% stenosed, 8x3.5mm, de novo, eccentric target lesion with a significant bend of 90 degrees was located in the severely tortuous and moderately calcified right coronary artery. Following pre-dilatation of a 3.5x12 emerge balloon catheter, a 12 x 3.50mm rebel bms stent was advanced for treatment but it failed to cross the lesion. However, after removal, it was found that the tip of the stent strut was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.